Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed stored episodes with intermittent undersensing of the right ventricular (rv) lead and possible undersensing of arrhythmias causing the device to categorize as terminated. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no reprogramming changes were made in response to the right ventricular (rv) lead undersensing.